Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the device's internal hybrid layer capacitor (hlc) batteries had rapidly depleted. However, the cause of this could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and attention icons after the charge-pak battery was replaced. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to remain powered on to charge and shock for defibrillation. Therefore, the device would not be able to provide defibrillation therapy if needed. There was no patient use associated with this event.